Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified errors 23087 with the proximal set up joint (proximal suj). The fse replaced the proximal suj to resolve the issue. The system tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the proximal suj unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm the customer reported complaint. The unit was installed on the system and no errors were triggered. The unit was installed on the pftp machine and passed all tests. A review of the system logs showed a faulty hall sensor zettlex board, therefore this board will be replaced as a fix. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had repeated recoverable 23087 faults on arm 1. The technical support engineer (tse) viewed and confirmed 23087 errors on armnet 1. The customer stated that they actually disabled the arm due to this fault, but want to get the auto targeting function back. The tse recommended to power cycle the system to enable arm 1. The customer power cycled the system successfully, but as soon as armnet 1 was moved to stow, the fault returned. The tse asked and confirmed with the customer that armnet 1 was not going to be used for this case. The tse then recommended to position armnet 1 out of the way and press recover. The customer performed this and was able to get the case started. The surgeon was able to complete the procedure. The customer would like their field engineer to reach out as soon as possible to discuss maintenance. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.